Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and oversensing on the right ventricular channel. Due to this, a signal artifact monitoring (sam) episode was recorded. Additionally, pacing inhibition of less than two seconds was observed. An off label magnetic resonance imaging (MRI) exam was performed. Reprograming options were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and oversensing on the right ventricular channel. Due to this, a signal artifact monitoring (sam) episode was recorded. Additionally, pacing inhibition of less than two seconds was observed. An off label magnetic resonance imaging (MRI) exam was performed. Reprograming options were discussed. This device remains in service. No further adverse patient effects were reported.